Event description:
During tightening of the screws during surgery, the tip of the driver broke and it remained in the screw head. The sugreon completed the surgery without removing the tip. The surgeon stated that the patient is ok.